Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found scratches on the distal edge, a chipped distal cover glass, and scratches on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye hd ii" to olympus repair center for evaluation of a reported green screen displayed that was found during preparation for use for an unknown procedure. The intended procedure was completed using the same set of equipment. There was no delay and there were no reports of patient harm.